Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left knee was revised due to infection (infection reported by surgeon, infecting microorganism not reported). A poly swap and washout were performed.